Event description:
Further follow-up revealed that the pt is doing well since ncp system replacement.

Event description:
Reporter indicated that pt's device diagnostic testing resulted in high lead impedance reading (dc dc code 7 and limit), indicating possible device malfunction. Further follow up revealed that pt underwent revision surgery. The entire ncp system was replaced. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.

Event description:
Product analysis summary: approx 43cm of the lead assembly was returned for analysis. A break was found in the connector bifurcation area of the lead. A continuity check was done on the lead portion returned and no discontinuities were identified. Other conditions of the lead were consistent with conditions that exist following the explant procedure.